Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("bleeding all the time") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, pelvic haematoma, delivered with postpartum complication (during first pregnancy.) And caesarean section (middle and oldest child.). On (B)(6) 2012, pathology test revealed fragments of uterus with mall leiomyomas, and small portions of endometrium, mostly basalis. Concurrent conditions included body mass index normal, uterine fibroid, polyp of cervix and dvt. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("abnormal menstrual bleeding/ prolonged menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition (bloating)"), fungal infection ("yeast infection") and bacterial infection ("bacterial infection"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and pelvic pain ("pain"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/dyspareunia"), libido decreased ("low sex drive/low libido") and hot flush ("hot flashes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), complication of device insertion ("complications or problems at the time of essure procedure/small polyp on my cervix") and complication of device removal ("complications from essure removal procedure/fibroid uterus") and was found to have uterine leiomyoma ("fibroids in my uterus"). The patient was treated with dnc and surgery (underwent a partial hysterectomy./laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, back pain, vaginal discharge, abdominal distension, libido decreased, hot flush, fungal infection, bacterial infection and weight increased had resolved and the genital haemorrhage, complication of device insertion, complication of device removal and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bacterial infection, complication of device insertion, complication of device removal, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, hot flush, libido decreased, menorrhagia, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: beginning on or about (B)(6) 2010, patient sought medical treatment regarding the aforementioned symptoms. Findings: 10 week size fibroid uterus. Essure springs in tubes and these were removed separately and ovaries left intact for hormonal function. Approximate weight at time of essure placement: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: fallopian tubes were bilaterally occluded. Ultrasound uterus - on (B)(6) 2011: result: fibroids in uterus.; on (B)(6) 2012: results: fibroid uterus. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs received: events: uterine leiomyoma, genital bleeding were added. Event onset date of weight increased was added. Medical history were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included body mass index normal, uterine fibroid and polyp of cervix. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal menstrual bleeding/ prolonged menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition (bloating)"), fungal infection ("yeast infection") and bacterial infection ("bacterial infection"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and pelvic pain ("pain"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/dyspareunia"), libido decreased ("low sex drive/low libido") and hot flush ("hot flashes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), weight increased ("weight gain"), complication of device insertion ("complications or problems at the time of essure procedure/small polyp on my cervix") and complication of device removal ("complications from essure removal procedure/fibroid uterus"). The patient was treated with surgery (underwent a partial hysterectomy./laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, vaginal haemorrhage, pelvic pain, back pain, abdominal distension, libido decreased, hot flush, fungal infection, bacterial infection, weight increased, complication of device insertion and complication of device removal outcome was unknown, the menorrhagia, dysmenorrhoea and vaginal discharge had resolved and the dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, bacterial infection, complication of device insertion, complication of device removal, dysmenorrhoea, dyspareunia, fungal infection, hot flush, libido decreased, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: beginning on or about (B)(6) 2010, patient sought medical treatment regarding the aforementioned symptoms. Findings: 10 week size fibroid uterus. Essure springs in tubes and these were removed separately and ovaries left intact for hormonal function. Approximate weight at time of essure placement: 150 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: fallopian tubes were bilaterally occluded ultrasound uterus - on (B)(6) 2012: fibroid uterus. On (B)(6) 2012, pathology test revealed fragments of uterus with mall leiomyomas, and small portions of endometrium, mostly basalis. Most recent follow-up information incorporated above includes: on 6-mar-2018: pfs received: plantiff's date of birth added, new events added- gastrointestinal or digestive system condition (bloating), low sex drive/low libido, hot flashes, yeast infection, bacterial infection, pain, weight gain, complications or problems at the time of essure procedure/small polyp on my cervix and complications from essure removal procedure/fibroid uterus. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included body mass index normal, uterine fibroid, polyp of cervix and dvt. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal menstrual bleeding/ prolonged menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition (bloating)"), fungal infection ("yeast infection") and bacterial infection ("bacterial infection"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and pelvic pain ("pain"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/dyspareunia"), libido decreased ("low sex drive/low libido") and hot flush ("hot flashes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), weight increased ("weight gain"), complication of device insertion ("complications or problems at the time of essure procedure/small polyp on my cervix") and complication of device removal ("complications from essure removal procedure/fibroid uterus"). The patient was treated with surgery (underwent a partial hysterectomy./laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, back pain, vaginal discharge, abdominal distension, libido decreased, hot flush, fungal infection, bacterial infection and weight increased had resolved and the complication of device insertion and complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bacterial infection, complication of device insertion, complication of device removal, dysmenorrhoea, dyspareunia, fungal infection, hot flush, libido decreased, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: beginning on or about january 2010, patient sought medical treatment regarding the aforementioned symptoms. Findings: 10 week size fibroid uterus. Essure springs in tubes and these were removed separately and ovaries left intact for hormonal function. Approximate weight at time of essure placement: 150 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: fallopian tubes were bilaterally occluded ultrasound uterus - on (B)(6) 2012: fibroid uterus. On (B)(6) 2012, pathology test revealed fragments of uterus with mall leiomyomas, and small portions of endometrium, mostly basalis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event outcome of abnormal bleeding (vaginal, menorrhagia), painful intercourse/dyspareunia, severe back pain, gastrointestinal or digestive system condition (bloating), low sex drive/low libido, hot flashes, yeast infection, bacterial infection, weight gain and severe abdominal pain was updated as recovered/resolved. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding/ prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a partial hysterectomy). Essure was removed in (B)(6) 2012. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge to be related to essure. The reporter commented: begining on or about (B)(6) 2010, patient sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: fallopian tubes were bilaterally occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.